Event description:
In 2008, the patient reported experiencing elevated blood glucose for the past 2 days. She stated that her blood glucose measured 545 mg/dl while at work and she was thirsty and urinating frequently. She stated "my sugar has always been high and out of control." To lower her blood glucose the patient bolused through her infusion device. At the time of the report, her blood glucose measured 83 mg/dl. She stated that she can tell when her blood glucose is below 100 mg/dl because she feels sweaty. The patient's basal rates were confirmed to be accurate. She stated that she changes her infusion site every 4-5 days. She stated that she is aware that the infusion site should be changed every 3 days. She changes the infusion tubing only after she received an e4 (occlusion) error. She as advised to change the infusion tubing every 6 days. She stated that she does experience air bubbles in her insulin cartridge and infusion tubing. At the time of the report, she stated that there was an air bubble in her insulin cartridge and infusion tubing and she was assisted with priming it out. She stated that her husband fills the insulin cartridges for her, and she does not allow insulin to reach room temperature prior to use. She was advised to do so. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.